Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic coma. Blood glucose reading was 300 mg/dl at the time of incident. Customer stated that the documented blood glucose value 189 mg/dl. Customer stated that the insulin pump system use within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.